Event description:
Customer reported an inaccurate o2 readings from the as3000 anesthesia delivery system, which may have affected anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the sys. Corrections included replacement of the o2 sensor. Sys was calibrated and safety tested to factory's specifications.